Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml bag had particulate matter inside. This was identified during visual inspection before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection revealed the presence of particles inside the solution. The particles were examined by stereomicroscopy and light microscopy. The particles were also analyzed by fourier transform infrared spectroscopy. The above analysis revealed that the two particles present within the solution were abs (acrylonitrile-butadiene-styrene copolymer) material. The cause was determined to be due to the manufacturing process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.